Event description:
The report stated that there was an o.r. Fire at surgical site during a procedure on the left hand which had been prepped with dura-prep and draped with towels. The fire was put out with towels and sterile water. The hosp has evaluated the generator and the disposables and found nothing out of deviation relevant to the incident. During testing the hospital accidentally burned the tip of the needle electrode off. The risk manager described the burn as minor.

Manufacturer narrative:
The hospital has indicated their intent to return the devices involved for investigation. If the devices are returned, a follow-up report will be filed.